Event description:
It was reported, a 8f angio-seal sts plus vascular closure device was deployed. Approx 1 hour post procedure, the pt complained of thigh pain. An angiogram revealed a total occlusion. The pt underwent surgery and was reportedly recovering. An angio-seal was reportedly placed in the same groin, approx 2 weeks prior to the reported incident. Review of the preplacement angiogram, revealed a small defect at the puncture site, which may have indicated possible plaque or other disease in the pt's artery.

Manufacturer narrative:
A product was not returned, therefore, an evaluation could not be performed. A search of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause of the vessel occlusion could not be conclusively determined. The angio-seal device instruction for use (IFU) caution, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) state if re-puncture at the same location of previous angio-seal device is necessary in less than or equal to 90 days, re-entry should be one centimeter proximal to the previous access site.